Manufacturer narrative:
A ge service rep performed an on site investigation. The floppy drive and software was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 2600 system intermittently will not boot up. No pt injury was reported.